Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at time of implant were not reported. It was reported the pt had a hypogastric aneurysm in addition to the abdominal aneurysm. The iliac stent graft was reported to have been deployed with the distal end barely in the artery. Currently the iliac stent graft was found to have slipped out of the iliac artery creating a distal type 1 endoleak. An aneurx iliac stent graft was successfully implanted to connect the previously implanted stent graft to the external iliac artery. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Evaluation codes, results: patient's condition affected effectiveness of device (aneurysmal hypogastric artery). Inherent risk of procedure (endoleak). Conclusion: device failure/lack of effectiveness related to pt condition (aneurysmal hypogastric artery).